Event description:
It was reported that when a device was used during a low anterior resection, the device fired but staples did not form. Device was removed with difficulty and surgeon hand sewed the anastamosis. No known consequences to the patient.